Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that a month after the dental implant was installed in intraoral region #4 it was verified its loss of osseointegration. A 40 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type IV) and bone graft was executed. The implant was carried out immediately. The pt presented infection.